Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.